Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr took his meter to the dr's office for a blood glucose comparison test. The rptr, in a fasting state, got a reading of 213 mg/dl (capillary). Within 5 mins the lab test was done (venous) with a result of 330 mg/dl. There were no symptoms. During troubleshooting, the rptr said he felt comfortable with the meter. A control solution test was within range 128.